Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection. At this time, it is unknown if the leads were explanted as a result of the infection. Additional information indicated that the device was changed out to a competitor's product. The field representative has no further information regarding the change out procedure.